Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with manufacturing specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure, due to a pressure error with the pump and the troubleshooting involved to resolve the issue, a prolonged procedure occurred. Initially a new tubing set and pressure adapter cable were attempted, but the issue remained. A pump was borrowed from a nearby account and the procedure was able to be completed with no adverse consequences to the patient. Following the completion the procedure, the original pump was reconnected and was observed to be functioning properly.